Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed, resulting in non-sustained ventricular tachycardia (vt) episodes to be stored. A review of the electrograms (egms) showed pacing was inhibited, with the longest pause lasting almost five seconds. The patient is pacemaker dependent, but reported feeling well, with no symptoms. The noise signals measured under 2mv, so the rv sensitivity was reprogrammed to fixed 5mv to avoid sensing the noise. No adverse patient effects were reported. The rv lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.